Event description:
This is a spontaneous case report received from a physician in (B)(6) on 11-nov-2014 which refers to a (B)(6) female patient (nurse) who had essure (fallopian tube occlusion insert) inserted. Additional information received on 13-nov-2014. On (B)(6) 2014 essure (fallopian tube occlusion insert) was inserted, easy and rapid on the left tube with 3 rings, more difficult due to oedema on the left (discrepant information) but with deep entry with 1 ring. No pain. On (B)(6) 2014, she did a pelvis x-ray with separation of essure rings and therefore she did hysterosalpingogram which revealed some contrast leak on the right. Consequently, on (B)(6) 2014, a new essure was inserted in the right tube, with 3 rings. On (B)(6) 2014, the patient experienced dermatitis in the inframammary ridge, axillae, inguinal region and abdomen, by order of appearance (an inframammary spot showed for the first time along the bra lining). Nickel allergy test was already done and was positive (this in order to exclude other causes before surgical intervention). The patient was treated with lepicortinolo (prednisolone) 30mg with no improvement; it only improved with the corticoid increase to 40mg. She was also treated with fluconazole, with initial improvement but as the corticoid dose has decreased, she got worse again. She visited 2 dermatologists who shared the opinion that this was an allergic reaction initially believed to be food related but later and after the [medical] history, considered related to essure. Currently she maintains lesions, which get worse with heat and sweat and was taking corticoids and fluconazole. The outcome of the event dermatitis in the inframammary ridge, axillae, inguinal region and abdomen, by order of appearance was not recovered / not resolved. Result and assessment of the product technical complaint investigation received on 27-nov-2014: final assessment: an allergy is a hypersensitivity to a substance that causes the body to react to any contact with that substance. Common indications of allergy may include sneezing, itching, skin rashes and hives. Probable cause for an allergic response in patient. An allergic response to the essure micro-insert is most often due to the patient's sensitivity to nickel. According to the product IFU, the essure system should not be used on any patient with a known hypersensitivity to nickel confirmed by skin test. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The adverse event case refers also to a usability issue and a lack of efficacy (patency). However, lack of efficacy may occur under the use of any product and is not indicative of a quality deficit per se. The reported adverse events are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither complaint sample nor batch number was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. (B)(4). Follow-up from 07-jan-2015: no replied obtained. Follow-up received from resident physician on 19-mar-2015: information received from a gynecologist resident states that patient experienced hypersensitivity to essure's nickel. After confirmation of allergy in the epicutaneous tests and exclusion of other diagnoses, both essure devices were removed. The device placed 9 months ago was removed by hysteroscopy and the other, placed 6 months ago, was removed by laparoscopy. In addition, health care professional informed that rash and pruritus symptoms have disappeared one month after the intervention. Case considered an incident. Ptc investigation result was received on 10-apr-2015. This adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to request for confirmation of quality, a lack of efficacy (contrast leak on the right) and usability issues. The reported adverse event is not indicative of a quality deficit per se. Lack of efficacy may occur under the use of any product and is also not indicative of a quality defect per se. In this particular case, also a device misuse was reported. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Correction based on information received on 10-apr-2015: after a company internal review device similar case listing was attached to the case. The list of similar cases contains essure reports received by bayer with similar events coded in (B)(4). In this particular case a search in the database was performed on 15-apr-2015 for the following (B)(4) preferred term: allergy to metals. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and experienced hypersensitivity to essure's nickel (test for nickel allergy was positive). The devices were surgically removed and she recovered from the event. The reported event was considered serious due to medical importance and is listed according to essure's reference safety information. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In this particular case, after essure insertion, patient experienced a pruriginous dermatitis which recovered with devices removal. Therefore, causality with the suspect insert cannot be excluded. Due to the required intervention for devices removal reported upon follow-up, this case, intially regarded as non-incident was amended to incident. Additionally, non-serious events were reported. The product technical analysis concluded to unconfirmed quality defect and that there is no reason to suspect a causal relationship to a potential quality deficit. No further information is expected.